Event description:
No additional information has been received following multiple attempts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an open low anterior resection procedure, a leak in the anastomosis was noticed during the leak test. Another like device was used in which the leak test failed again. The surgeon then tried to hand suture the anastomosis in which bubbles were still noticed during the leak test. A temporary colostomy was performed. The device was discarded. Additional information has been requested.